Event description:
Our rep is reporting to us that during the graft preparation for an arthroscopic acl repair, the pad of the graft prep board was loose. The surgeon observed that there was material/debris from the pad that had, during the sizing and handling of the auto graft, contaminated the graft. An attempt was made to remove as much foreign material as possible, however, some contamination remained and for whatever reason, the surgeon choose to use the graft in the procedure. The procedure was concluded successfully without further issue or harm to the pt. [Device has been in use for a few years.]

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.